Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer's blood glucose level was elevated. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A f/u supplemental report will be submitted if the device has been rec'd.